Event description:
--

Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
As of today, the explanted device has not been returned for analysis. Attempts to retrieve the device from the field have been unsuccessful.

Event description:
Boston scientific crm received information that this device detected high out of range shock impedance. The device was explanted, however the lead remains in service.